Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had a motor vehicle accident. As a result, system diagnostics recorded high impedances on one lead and invalid on the other lead of the thoracic system. Upon further investigation the patient's leads had fracture, confirmed via fluoroscopy. Surgical intervention took place where the system was explanted and replaced to address the issue. Effective stimulation was restored.